Event description:
It was reported that the insulin pump alarmed during the prime process. The blood glucose reading is 174 mg/dl. Insulin squirted out during the manual prime. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the rewind, prime test and displacement test. However, the insulin pump received stuck in the motor error loop during bolus/basal delivery and error alarm confirmed in the history file. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with loose/protruded drive support disk. The insulin pump received with scratched lcd window. Unable to verify prime alarm due to motor error alarms.